Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, smoker, inadequate bone quality quantity, mobility (2023_0312 and 2023_0313 are same patient).